Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal is intact. Unable to download event log. The device was powered up and it alarmed an error stating a corruption of the memory of the circuit board. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace circuit board. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
One cadd legacy plus pump was returned for the evaluation of the reported issue. The device was received with a scratched screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log couldn't be downloaded. To further investigate, a power up test was performed. Customer problem was duplicated. The device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. The circuit board will be replaced.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that there was an error 1260 during testing. There was no patient, or clinician injury associated with this event.